Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The reporter stated via phone call the insulin pump alarmed motor error and that the customer has stopped usage. The customer¿s blood glucose level was unknown at the time of the incident. There was indication of troubleshooting and the issue being resolved. The reporter was advised for the customer to contact medtronic. The insulin pump will not be returned for analysis.